Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2015 with the following findings: the keypad cover was undamaged. The up arrow keypad button was intermittently responsive. The keypad cover was removed and contamination was found under all the keypad button contacts. There was evidence of moisture in the battery compartment. The leak test failed due to a battery compartment leak. The pump was opened and no additional moisture was observed. Unrelated to the initial complaint, the battery compartment was cracked. The display screen was dim and discolored. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow button was over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.